Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that his meter is giving him some wild readings. Customer stated that he's getting a different reading every time he takes a finger stick. Customer stated that he will take a finger stick and his blood glucose will say one number like 480 mg/dl and then it will say a reading of 200 mg/dl or 220 mg/dl.